Event description:
E-mail received from the product director informed that: "MRI technician mistakenly inject media contrast into eds3 csf sampling port instead of the IV port". Additional information received on 9/22/2014 explained that patient was having an MRI and the MRI technician inserted the MRI contrast into the csf sampling port. So all of the MRI contrast was injected into the ventricle. Clinician had to just wait to see if the patient's body absorbed the contrast. Patient was unresponsive at the time. Patient is doing better as on (B)(6) 2014. Relevant history for the patient explained that the patient had emergency surgery for removal of avm on (B)(6) 2014 (unrelated to the event). Rep has confirmed that the product will not be coming back as the issue was not with the device rather a user issue.

Manufacturer narrative:
(B)(4). Reported codman eds3 product code 82-1731; lot # unknown, was not returned to codman for evaluation. Based on the information provided by the customer, the MRI technician inadvertently inserted the MRI contrast into the csf sampling port. Note that the "y-connector", where the csf sampling port is located is clearly identified with the initials "csf". A project is in progress to enhance the csf sampling port to avoid this type of issues. Based on the information provided by the customer, the MRI technician inadvertently inserted the MRI contrast into the csf sampling port. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.